Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated at the y site. The customer stated that it was "probably the bonding." There was no additional event details or patient impact provided at this time.